Manufacturer narrative:
Product ID 977a260, serial# (B)(4) implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the night of the 21st, the machine went up by itself as high as it could go. The patient said her arms and legs were ¿going¿ and it looked like she was doing the irish jig. The patient stated, the device only worked for a week. The manufacturer's representative stated, the patient had not said anything to him regarding overstimulation. The patient woke up the night prior to report out of a dead sleep because of the pain. The patient was in tears because it hurt so bad. The pain had returned. The patient could barely stand up and was walking hunched over. The patient had no pain meds and could not take advil because they fused her back. On the date of report, the patient was seeing a message on the patient programmer to charge her implant. The patient started seeing this message on the date of report. The manufacturer's representative stated that the patient had pain because, her stimulator was not charged. The patient stated, she was never given a recharger. The patient stated, the manufacturer's representative talked to her right after surgery and that they should talk to patient¿s before they go under and not after. The patient said, she was throwing away the patient programmer and wanted the device taken out. The patient mentioned stated, she sat right on the device, so they might move it up. Later, the manufacturer's representative noted speaking with the patient. Now that the patient had received a recharger, the manufacturer's representative has not heard anything more. As far as the manufacturer's representative knew, the implantable neurostimulator (ins) was recharged, and the patient was receiving effective therapy. The manufacturer's representative had not had any further calls or conversations with the patient.